Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that during check of the instrument after reprocessing, the centering tip at the nail connection was broken. According to the customer the drill sleeve combination for the anterior locking does not fit in the hole of the aiming arm. The customer alleges there are two errors on the aiming arm. The is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and does not have an implant or explant date. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.¿ placeholder.